Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot numbers is as follows: medical device lot #: 5244199, medical device expiration date: 11/30/2016, device manufacture date: 09/01/2015. Medical device lot #: 5334809, medical device expiration date: 02/28/2017, device manufacture date: 11/30/2015. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k3e 3.6mg plus blood collection tubes were missing additive. No report of serious injury or medical intervention.